Event description:
On (B)(6) 2013, it was reported that this physician¿s serial cable was not working. Troubleshooting was done with another serial cable to confirm that the issue was isolated to the serial cable. The serial cable was returned on (B)(6) 2013 and underwent analysis. An analysis was performed on the returned serial cable, and the reported complaint was identified. During testing, it was identified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with broken wire connections on the axim connector plug pcb. Once the wires were soldered back onto the dell axim connector plug pcb, the serial cable was able to establish communication between the hhd and wand. The most likely cause for the wire breaks can be associated with mishandling of the serial cable. No further anomalies were identified.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.